Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The exact cause of the reported event could not be determined at this time; however, this type of damage is most likely due to the operator's technique. The instruction manual contains several warning statements in an effort to prevent teflon pad damages. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, a short circuit error was displayed on the generator and the teflon pad was missing or had melted. The procedure was successfully completed using a different thunderbeat device. Furthermore olympus was informed metal was exposed and no device fragment fell into the patient. The event occurred within approximately 3 minutes of staring the procedure, while the doctor was performing cut and seal with the device. No medical or surgical intervention was needed. The device was inspected prior to use and no abnormalities were observed. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, to update the lot number of the device. The device was returned to olympus for evaluation. The evaluation confirmed that the teflon pad was separated exposing metal. Charred marks were noted on the teflon pad. The distal end of the probe unit was inspected using a microscope and no visual damage was found.